Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced pain around after treating for 6 hours. The sales representative advised the patient to wear the device for 5 hours that night and to increase 1 hour every 2 days. The patient stated that on the first night of treatment that the device woke her up in the middle of the night and she took it off. The patient then wore the device for 5 hours the next night and then took it off. The patient then cut back to a few hours, and it was fine, no pain. The patient wore the device for 9 hours the next night and had no issues. It was later reported by the patient that the pain she experienced was only on the first night of treatment after about 5 1/2 hours of use. The patient described the pain as being a 7-8 out of 10. The patient did not speak to her doctor, only the sales rep. The patient stated that she continues to treat with no pain. No additional consequences have been reported by the patient no product was returned for evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in february 2023. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient expereinced pain around after reating for 6 hours. The sales representaive advised the patient to wear the devce for 5 hours that night and to increase 1 hour every 2 days. The patient stated that on the first night of treatment that the device woke her up in the middle of the night and she took it off. The patient then wore the device for 5 hours the next night and then took it off. The patient then cut back to a few hours, and it was fine, no pain. The patient wore the device for 9 hours the next night and had no issues. It was later reported by the patient that the pain she experienced was only on the first night of treatment after about 5 1/2 hours of use. The patient described the pain as being a 7-8 out of 10. The patient did not speak to her doctor, only the sales rep. The patient stated that she continues to treat with no pain. No additional consequences have been reported by the patient.